Event description:
Per literature review, it was reported that pericardial tamponade and one transient ischemic attack occurred. This study included a total of 1804 patients across 17 centers who had undergone pulse field ablation (pfa) with the farawave ablation catheter to treat paroxysmal atrial fibrillation (af) and persistent atrial fibrillation (af). All patients were followed up at enrolling center, from the time of first ablation to the last follow-up visit. Follow-up evaluations were conducted at outpatient clinics at 1, 3, 6, and 12 months post-procedure, or as needed in response to patient complaints. These assessments comprised a detailed review of medical history, physical examination, 12-lead electrocardiography, holter monitoring, and evaluation for adverse events. A significantly higher arrhythmia recurrence-free rate was noticed in patients with persistent af undergoing additional lesion set ablation. The following adverse events were noted within the standard cardiac mapping procedure (std) group, two pericardial tamponades (both unlikely to be associated with the use of pfa) and one transient ischemic attack. No further information was provided about the adverse events. No device is expected to return as this is from a literature review.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. The device return availability and detailed product information could not be retrieved since the event was reviewed from a literature study. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Once investigation is complete, a supplemental medwatch will be filed.

Event description:
Per literature review, it was reported that pericardial tamponade and one transient ischemic attack occurred. This study included a total of 1804 patients across 17 centers who had undergone pulse field ablation (pfa) with the farawave ablation catheter to treat paroxysmal atrial fibrillation (af) and persistent atrial fibrillation (af). All patients were followed up at enrolling center, from the time of first ablation to the last follow-up visit. Follow-up evaluations were conducted at outpatient clinics at 1, 3, 6, and 12 months post-procedure, or as needed in response to patient complaints. These assessments comprised a detailed review of medical history, physical examination, 12-lead electrocardiography, holter monitoring, and evaluation for adverse events. A significantly higher arrhythmia recurrence-free rate was noticed in patients with persistent af undergoing additional lesion set ablation. The following adverse events were noted within the standard cardiac mapping procedure (std) group, two pericardial tamponades (both unlikely to be associated with the use of pfa) and one transient ischemic attack. No further information was provided about the adverse events. No device is expected to return as this is from a literature review.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device return availability and detailed product information could not be retrieved since the event was reviewed from a literature study. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Once investigation is complete, a supplemental medwatch will be filed. Investigation summary: based on the available information, although the product was not returned , we have determined that the pericardial effusion and transient ischemic attack (tia) are known inherent risk of use of this device. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of pericardial effusion and transient ischemic attack (tia) are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of pericardial effusion and transient ischemic attack (tia) are known inherent risk of the farawave device. Pericardial effusion is an expected procedural complication addressed within the IFU for the farawave catheter. Transient ischemic attack is an expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.